Manufacturer narrative:
The reported event of inappropriate magnet response and signal artifact/noise was not confirmed. The device was received at beginning of life (bol), with normal outputs and telemetry communication. Visual inspection of the device indicated normal device characteristics. Electrical and mechanical tests performed including output verification, magnet response, and patient notifier did not identify any functional issues. The reported events could not be reproduced.

Event description:
It was reported during implant procedure that the implantable cardioverter defibrillator (ICD) started beeping as though magnet response was initiated in the absence of any stimuli. However, when a magnet was actually placed over the device, the ICD had no response. The device was not used. There were no patient consequences.